Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/20/2014 - medical records received. Medical records indicate acetabular loosening. The information received does not change the MDR decision. Complaint updated 04/13/2014.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The report states: litigation alleges that patient experienced severe right hip pain, particularly when he tried to walk or sit down, as well as pain getting back up. Patient suffered from an infection in the hip joint, which led to his revision surgery. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right hip). Pt is a resident of (B)(6). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient experienced severe right hip pain, particularly when he tried to walk or sit down, as well as pain getting back up. Patient suffered from an infection in the hip joint, which led to his revision surgery.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf reported that the patient is deceased, reason and date of death were not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.